Event description:
It was reported that pump experienced malfunction with code malf 12, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support guided caller to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller understood instructions.